Event description:
The customer contacted stryker to report that their device's power supply fails, preventing the battery from charging. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The ac power adapter was not returned to stryker for evaluation. Stryker determined that the likely cause of the reported issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries.

Manufacturer narrative:
Section d10 concomitant products grid of initial MDR indicates: blank section d10 concomitant products grid of initial MDR should indicate: basic power supply, mkj, 070097.

Event description:
The customer contacted stryker to report that their device's power supply fails, preventing the battery from charging. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's power supply fails, preventing the battery from charging. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.